Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of under 40 mg/dl. Low bg cause was not known. Customer consumed carbohydrates to address bg. Reportedly, the pump was replaced to resolve the issue and the customer continued to use the pump for insulin therapy.